Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Duplicate file.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.